Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("menstrual pain"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping "). The patient was treated with surgery (hysterectomy bilateral salpingectomy, high uterosacral ligament vault suspension colporrhaphy, tvt). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia and fatigue to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a complete hysterectomy, bilateral salpingectomy, high uterosacral ligament vault suspension, posterior colporrhaphy, tvt midurethral sling, and cystourethroscop. And plaintiff's essure devices were removed at that time. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ stabbing pain") and genital haemorrhage ("unusual bleeding") in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undero essure confirmation test". The patient's medical history included appendicectomy, gallbladder operation, tonsillectomy, thrombocytopenia and depression. Concurrent conditions included urinary tract infection, bacterial vaginosis, cough, stress incontinence, female (her urinary leakage is associated with position changes, after urination, with sex, walking, cough/sneeze, urgency and movement to the bathroom. She reports incomplete bladder emptying and describes her urinary flow as normal.), dysuria, cystocele, mitral valve prolapse, palpitation, benign essential tremor, abnormal loss of weight, acute pharyngitis, parakeratosis, adenomyosis, uterine adhesions and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("unusual periods"). In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ painful sex"), abdominal pain lower ("cramping/ pain and cramping"), back pain ("back pain/ lower back pain") and pelvic pain ("pelvic pain/ pian"). In (B)(6) 2008, the patient experienced fatigue ("severe fatigue/ chronic fatigue"). In (B)(6) 2008, the patient experienced incontinence ("incontinence"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("menstrual pain/"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), 10 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced depression ("depression"), female sexual dysfunction ("couldn't be intimate with husband"), loss of libido ("sex drive is back"), bladder discomfort ("bladder heaviness") and pelvic floor muscle weakness ("pelvic floor issue"). The patient was treated with atenolol, clonazepam, escitalopram oxalate (lexapro) and surgery (hysterectomy bilateral salpingectomy, high uterosacral ligament vault suspension colporrhaphy, tvt). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, dyspareunia, abdominal pain lower, menstruation irregular, incontinence, back pain, loss of libido, pelvic pain and bladder discomfort had resolved, the dysmenorrhoea, menorrhagia, female sexual dysfunction and pelvic floor muscle weakness outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder discomfort, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular, pelvic floor muscle weakness and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2017, plaintiff underwent a complete hysterectomy, bilateral salpingectomy, high uterosacral ligament vault suspension, posterior colporrhaphy, tvt midurethral sling, and cystourethroscop. And plaintiff's essure devices were removed at that time. Discrepancy noted from previous follow ups: approximately (B)(6) 2007, 2014. In (B)(6) 2017, doctors determined that the patient needed a hysterectomy and bladder sling because of pelvic floor issues. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. , - cervix with nebothian cysts and parakeratosis , - secretory endometrium.- superficial adenomyosis, - uterine serosal adhesions, - fallopian tube a without significant histopathologic change, - fallopian tube with benign paratubal cyst. Gross description: specimen a is labelled with ¿uterus and cervix, left fallopian tube, right fallopian tube¿. Protruding from each cornu is residual coiled surface consistent with essure, each averaging 0.6 cm in length. Ultrasound scan - on (B)(6) 2017: results: non ob complete. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dyspareunia, urinary incontinence, depression, menstruation irregular. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant correction: event pelvic floor issues added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ stabbing pain") and genital haemorrhage ("unusual bleeding") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undero essure confirmation test". The patient's medical history included appendicectomy, gallbladder operation, tonsillectomy, thrombocytopenia and depression. Concurrent conditions included urinary tract infection, bacterial vaginosis, cough, stress incontinence, female (her urinary leakage is associated with position changes, after urination, with sex, walking, cough/sneeze, urgency and movement to the bathroom. She reports incomplete bladder emptying and describes her urinary flow as normal.), dysuria, cystocele, mitral valve prolapse, palpitation, benign essential tremor, abnormal loss of weight, acute pharyngitis, parakeratosis, adenomyosis, uterine adhesions and paratubal cyst. In october 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("unusual periods"). In july 2007, the patient experienced dyspareunia ("painful intercourse/ painful sex"), abdominal pain lower ("cramping/ pain and cramping") and pelvic pain ("pelvic pain/ pian"). In july 2008, the patient experienced fatigue ("severe fatigue/ chronic fatigue"). In october 2008, the patient experienced incontinence ("incontinence"). In march 2017, the patient experienced dysmenorrhoea ("menstrual pain/"). On (B)(6)2017, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), depression ("depression"), female sexual dysfunction ("couldn't be intimate with husband"), loss of libido ("sex drive is back") and bladder discomfort ("bladder heaviness"). The patient was treated with atenolol, clonazepam, escitalopram oxalate (lexapro) and surgery (hysterectomy bilateral salpingectomy, high uterosacral ligament vault suspension colporrhaphy, tvt). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, menstruation irregular, incontinence, loss of libido and bladder discomfort had resolved, the fatigue was resolving, the dysmenorrhoea, abdominal pain lower, menorrhagia, back pain, female sexual dysfunction and pelvic pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder discomfort, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6)2017, plaintiff underwent a complete hysterectomy, bilateral salpingectomy, high uterosacral ligament vault suspension, posterior colporrhaphy, tvt midurethral sling, and cystourethroscop. And plaintiff's essure devices were removed at that time. Discrepancy noted from previous follow ups: approximately oct2007, 2014 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: uterus with cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. , - cervix with nebothian cysts and parakeratosis , - secretory endometrium.- superficial adenomyosis, - uterine serosal adhesions, - fallopian tube a without significant histopathologic change, - fallopian tube with benign paratubal cyst. Gross description: specimen a is labelled with ¿uterus and cervix, left fallopian tube, right fallopian tube¿. Protruding from each cornu is residual coiled surface consistent with essure, each averaging 0.6 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dyspareunia, urinary incontinence, depression, menstruation irregular. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Event added: did not undero essure confirmation test. Outcome of event depression was updated. Historical disease was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ stabbing pain") and genital haemorrhage ("unusual bleeding") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, gallbladder operation, tonsillectomy and thrombocytopenia. Concurrent conditions included urinary tract infection, bacterial vaginosis, cough, stress incontinence, female (her urinary leakage is associated with position changes, after urination, with sex, walking, cough/sneeze, urgency and movement to the bathroom. She reports incomplete bladder emptying and describes her urinary flow as normal.), dysuria, cystocele, mitral valve prolapse, palpitation, benign essential tremor, abnormal loss of weight, acute pharyngitis, parakeratosis, adenomyosis, uterine adhesions and paratubal cyst. In 2007, the patient had essure inserted. In 2016, the patient experienced incontinence ("incontinence"). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping/ pain and cramping"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("severe fatigue/ chronic fatigue"), dysmenorrhoea ("menstrual pain/") and menstruation irregular ("unusual periods"). On (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse/ painful sex") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), depression ("depression"), female sexual dysfunction ("couldn't be intimate with husband"), loss of libido ("sex drive is back"), pelvic pain ("pelvic pain") and bladder discomfort ("bladder heaviness"). The patient was treated with clonazepam, atenolol, escitalopram oxalate (lexapro) and surgery (hysterectomy bilateral salpingectomy, high uterosacral ligament vault suspension colporrhaphy, tvt). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, menstruation irregular, incontinence, loss of libido and bladder discomfort had resolved, the fatigue was resolving and the dysmenorrhoea, abdominal pain lower, menorrhagia, back pain, depression, female sexual dysfunction and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder discomfort, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a complete hysterectomy, bilateral salpingectomy, high uterosacral ligament vault suspension, posterior colporrhaphy, tvt midurethral sling, and cystourethroscop. And plaintiff's essure devices were removed at that time. Diagnostic results: on (B)(6) 2017: surgical pathology report. Final diagnosis: uterus with cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. , - cervix with nebothian cysts and parakeratosis , - secretory endometrium.- superficial adenomyosis, - uterine serosal adhesions, - fallopian tube a without significant histopathologic change, - fallopian tube with benign paratubal cyst. Gross description: specimen a is labelled with ¿uterus and cervix, left fallopian tube, right fallopian tube¿. Protruding from each cornu is residual coiled surface consistent with essure, each averaging 0.6 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dyspareunia, urinary incontinence, depression, menstruation irregular. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Essure start date updated from to . Events were clubbed with previously reported events. Events: menstruation irregular, menorrhagia, genital haemorrhage, incontinence, back pain, depression, female sexual dysfunction, loss of libido, pelvic pain, bladder heaviness were newly added. Event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.